Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that there was air coming from the cartridge and throughout the tubing. Reportedly, customer did not expel air bubbles prior to loading the cartridge. Customer had elevated blood glucose levels reaching 500 mg/dl, and large ketones present.